Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and a sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with vestibulectomy due to sui and chronic vestibulitis with failed medical therapy. It was reported that the patient underwent hysteroscopy d&c, novasure endometrial ablation on (B)(6) 2009 due to metrorrhagia and thickened endometrium. It was also reported that patient underwent laparoscopic right nephrectomy on (B)(6) 2010 due to right endophytic renal mass. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vulvar pain, discomfort, and yeast infections.

Event description:
It was reported that following insertion the patient experienced vulvar pain, discomfort, and yeast infections.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection and vaginal irritation.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent a gynecological procedure to treat bladder incontinence and a sling was implanted. .the patient reports she experienced recurrence of pain, infection, urinary problems, bleeding, dyspareunia and vaginal scarring. (B)(4) - urinary problems; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.